Event description:
Dealer alleges she just took the chair out of the box, plugged in all the connections and the chair started sparking and the motor caught fire.

Event description:
Dealer alleges she just took the chair out of the box, plugged in all the connections and the chair started sparking and the motor caught fire.

Manufacturer narrative:
The device was returned and evaluated at pride. No evidence of a thermal event could be detected. The nature of the complaint is unknown.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.